Event description:
Additional information was received from the patient. It was reported that the patient's device was replaced because it had been 7 years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that by mentioning for the past month they've noticed feeling stim and it feels like the ins is "talking to me" they were referring to "I noticed the stimulation more frequently just more frequently not uncomfortable, then it felt like the device stopped working like symptoms of urinary retention returned." The patient clarified that by the ins not working at all they were referring to therapy/symptom control and further clarified by noting "symptoms of urinary retention returned - difficulty emptying bladder, hesitancy, etc." The patient noted that it was unknown to them if the issue was caused by normal battery depletion. They wrote an additional note stating "at the time I called medtronic I was under impression the battery was dead as the doctor's office I saw while out of town on (B)(6) 2023 tested it and told me the battery was dead. Once I returned home I checked my device and it turned on, but I was unable to increase the sensitivity with my controller." The patient noted the cause of the device not working was unknown but indicated the likely cause as being "once I got a new controller and could increase the intensity from 0.6 to 0.7 it helped a lot and symptoms resolved. Still had retention when increased from 0.5 to 0.6, but once increased to 0.7 intensity on (B)(6) 2023 the symptoms resolved." The steps taken were noted to be "see above. Medtronic rep tested device on (B)(6) 2023 when still showed battery life left. Replaced device on 5/25/23 with a new one." The issue was reported as being resolved. The patient wrote an additional note indicating "I'm not sure what happens to explanted devices, I'll check with [rep] and my doctor to see if it can be returned." An additional note was added by the patient stating "I wasn't bothered by the increased frequency of stimulation, I was just curious if patient's noticed this prior to the battery going dead. Then I learned the battery wasn't dead after all. I'm very, very happy with the device and how it's worked for me over the years (since being implanted in (B)(6) 2016)."

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the pt said they are pretty sure the device needs to be replaced because they think the battery is dead. Pt said they are out of town and went to the doctor who used the doctor's equipment to test it but pt did not have their programmer with them at the time. The call disconnected. Called pt back but there was no answer, left message for pt to call pats back for further assistance. Additional information was received from the patient. The caller called back and stated they are out of town and did not bring their external devices and their ins is "not working at all". Caller said they wanted to know if the "whole thing went capoot" or if it is off. Caller said they noticed a return of symptoms "about maybe 8 days ago". Caller said they went to a urologist where they are, who is not their primary hcp. Caller said doctor and staff tried to connect to callers ins with a clinician programmer they had, but were not able to connect with ins. Caller said they had been hoping their return of symptoms was a "uti", but understand that their ins may be at eos. Patient stated that they had taken an at home uti test and it was negative. Caller said in "november" they went to hcp to have ins checked because they were changing jobs and wanted to know when they might need it replaced due to insurance, and the rep there checked the ins and told caller they had "quite a bit left" but that it could be months and hard to make an exact estimate. Caller mentioned they had thought the ins had "just turned off" and that it had happened before. Caller explained that "maybe a year and a half ago or maybe longer" they had called hcp to report ins not working as well and hcp had them check ins, and caller stated they got a message that it had turned off. Caller said they don't know if they had gone through a security gate at a store or what happened, but they turned ins on and "everything was fine". Caller also mentioned that for the "past month" they have noticed feeling stimulation and it feels like ins is "talking to me". Caller said they were wondering if that happens when ins is running out of battery. Agent reviewed stimulation expectations. Caller said they were standing near a fridge and noticed feeling stimulation. Caller said they aren't feeling the stimulation anymore. The patient was redirected to their healthcare provider to further address the issue.